Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that, upon checking the unit logs, error code 77 was found. The fse replaced compressor assembly upon per forming all manifold test the fse found a leaking issue. The fse replaced the pneumatic module assembly all issue resolved and the unit was returned to the customer for use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0119000236 compressor, scroll serial number (B)(6) part number 0997001178 pneumatic module assembly serial number (B)(6). These parts were received with a reported unit failure of, compressor malfunction code 77 and leaking issue. The failure analysis and testing dept. Installed part number 0997001178 pneumatic module assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pneumatic module to factory specifications per procedure number 000207d016 revision g and the cardiosave service manual part number 0070000639 revision r. The fat dept. Performed the all-manifold tests. The pneumatic module passed all testing. The fat dept. Could not replicate the complaint of, found a leaking issue. Please see attachment. The failure analysis and testing dept. Installed part number 0119000236 compressor, scroll serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual part number 0070000639 revision r. The fat dept. Booted the cardiosave into the diagnostic mode to observe the fault journal. The fat dept. Observed many code 77s. Code 77 is, compressor motor speed adjust-assisting. Increased motor speed is required to maintain sufficient pressure for normal operation. With this error code no action needs to be taken. This is normal compressor operation. The compressor passed testing. Retaining the parts in the fat dept. Per procedure number 000207d008 rev. Av.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a compressor malfunction identified prior to use. No patient involved.